Manufacturer narrative:
The reservoir does not stay locked in place due to the reservoir tube lip completely broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that plastic ring was missing where the locking mechanism takes place. The customer¿s blood glucose was unknown at the time of the incident. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.